Manufacturer narrative:
Results: the penumbra system 4max reperfusion catheter (4max) was fractured approximately 68.5 cm from the distal tip. Conclusions: evaluation of the returned device revealed that the 4max was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully advanced against resistance, the catheter shaft may buckle. If a buckled 4max is further forcefully manipulated, a fracture may occur. The non-penumbra device mentioned in the complaint was not returned to penumbra for evaluation. The 4max catheters are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 4max reperfusion catheter (4max). During the procedure, the physician met resistance while advancing the 4max through another manufacturer's guiding catheter; upon pulling the 4max from the guiding catheter, the physician noticed that it was fractured. The fractured 4max was removed from the patient and the procedure was completed using a penumbra system 5max ace reperfusion catheter and another manufacturer's device. There was no report of an adverse effect to the patient.